Event description:
Pt hospitalization for hyperglycemia on 01/26. Pt had last changed insulin cartridge and infusion set on 01/21. On 01/25, pt reported elevated blood glucose. Throughout evening, she became nauseous and started vomiting. Went to ER at midnight of 01/26, received insulin IV drip. Blood glucose came down by morning. Taken off of IV drip, kept on pump. Blood glucose became elevated again. At 12:00pm on 01/26, pump taken off and put onto manual injections.